Event description:
On (B)(6) 2022, it was reported by a sales representative via email that an ar-3680 fibertak button implant system anchor would not seat. This was discovered during a procedure. Surgeon was able to complete case using another kit. Additional information received 1/28/2022: this was discovered during a distal biceps procedure and surgeon was able to complete the procedure using another ar-3638 from a different lot number. Nothing broke inside the patient and no further issues were reported.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation.